Event description:
Customer informed that he felt an irritation on his penis after using excite gel. He stated that he used the product for a few days and "it was great". After that, he noticed the irritation on the tip of his penis, however, he kept using the product. Customer informed that he visited a doctor to check if he had an infection and the doctor said he did not have it (additional information, such as doctor's name and dates were not provided by this customer).

Manufacturer narrative:
Returned sample from the customer was sent to manufacturer today, (B)(4) 2010. A follow up report will be submitted to FDA after the investigation is done.